Manufacturer narrative:
The customer's report was not observed or duplicated during testing of the device. The device was recertified and returned to the customer. Review of the device activity logs showed error messages related to defective batteries being installed. The errors logged indicate that a working battery was not installed into the device. The batteries involved were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted "unit failed" message and inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.